Event description:
Second degree burn oral 'commissure'. Insulated ent bovie electrode needle inserted into bovie (covidien) pencil. Despite incomplete insertion of the bounce electrode in the bovie pencil a complete circuit existed.